Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, it was noticed that the patient received an alert for long charge time. Manual capacitor maintenance was performed and the results were the same. Explanting the device was suggested. Physician chose wait and monitor via remotely. Patient's condition is stable.